Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the right atrial (ra) lead exhibited occasional undersensing during episodes not affecting detection or termination. The ra lead remains in use. No patient complications have been reported as a result of this event.